Manufacturer narrative:
Upon completion of the investigation into this event a follow-up report will be submitted.

Event description:
Report received stated the customer contacted our office and reported that the balloon burst when the stent was partially deployed. The doctor initially pre-dilated with a 6fr balloon under x-ray control and blood flow occurred. The v12 stent was placed under x-ray control and during dilation, the balloon burst at 4 bar. The balloon was carefully withdrawn under x-ray control and the stent was dilated with another pta balloon. The stent was implanted in the patient and the patient suffered no harm.

Event description:
N/a.

Manufacturer narrative:
The customer reported that the advanta v12 balloon burst at 4 bar during deployment. The stent was able to be post-dilated with another balloon and remains implanted, with no harm to patient. Upon initial review of the returned balloon, it appeared to have only opened slightly on both ends. Upon inflation with 20cc syringe, a steady flow of fluid was seen streaming from the location of the proximal balloon cone. Upon closer inspection there was a cut in the balloon, which showed signs of scratching or fragmenting around this hole in the balloon. The balloon hole was partially circumferential and not indicative of a failure mode associated with balloon defects caused or attributed to manufacturing. The clinical details and imaging from this case show that the lesion being treated was extremely calcific, and had required pre-dilation with a 6mm balloon, which is typically done to open the lesion to a larger diameter to facilitate advancement and deployment of the stent. A review of the device history records shows that there were no non-conformances noted and the product met all quality and performance requirements. There is no indication that a design, manufacturing specification, test method, manufacturing process, equipment or raw material was the cause of the complaint. A recurring lot number query was conducted for l/n 514280 and there have been no other complaints associated with the production lot of finished goods. A historical review of CAPA and ncrs was completed, which did not identify any issues directly related to this complaint. A complaint history review did identify several related complaints involving balloon burst, which were associated with procedure complications that resulted in the rupture of the balloon of the catheter. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. Based on the device evaluation, the complaint is confirmed due to the identified hole in the balloon. However, the details of the complaint and investigation findings conclude there is no evidence to suggest that the balloon was defective when manufactured. As the lesion being treated was highly calcific and the hole observed was indicative of external damage, the root cause of the balloon rupture is associated with the operational context of the procedure.